Event description:
The device was returned to the manufacturer due to premature battery depletion, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.